Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the ipg would not communicate with external devices. It is alleged that the charging guide lines were followed. Patient is to follow-up with physician as the next course of action.